Event description:
During an unk procedure, reducer part (silicon part) broke and fell into the pt. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.